Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Repair completed by changing the lamp and performing optical alignment and re-optical calibration. The repaired instrument passed all specifications. This device is used to obtain results for a diagnosis. Device intended use: the applied biosystems 7500 fast dx real-time pcr instrument with the sds software version 1.4 is an real-time nucleic acid amplification and detection system that measures nucleic acid signals from reverse transcribed rna and converts them to comparative quantitative readouts using fluorescent detection of dual-labeled hydrolysis probes. The 7500 fast dx real-time pcr instrument is to be used only by technologists trained in laboratory techniques, procedures, and on use of the analyzer.

Event description:
A customer reported noisy amplification plot and component plot on the instrument applied biosystem 7500 fast dx (cat no. 4407205) with serial no. (B)(4), resulting in incorrect, wavy results. No pt involvement reported. Company event tracking no. (B)(4).